Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level 582 mg/dl and the ketone level was high. The customer reported that the infusion set tubing was not securely connected to the cartridge. A corrective bolus was delivered. The customer was hospitalized and was treated with saline and an insulin injection. The customer was discharged 6 hours later with a bg of 390 mg/dl. The bg increased to 556 mg/dl and an insulin injection was administered. The bg did not decrease. The infusion set tubing and site were changed. A pump system check was performed and no device issues were identified. The customer declined further follow up.